Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal ambuflex therapy for peritoneal dialysis (pd). Therapy with the dianeal ambuflex was ongoing. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient developed peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12a08031 and h11l17189 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.